Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the right atrial (ra) lead was explanted. No additional adverse patient effects were reported. The ra lead was not returned for analysis.